Event description:
Set-up per normal. Patient draped. While doing final time out, dr started to unroll the esmark (originated from foot pack) and found a small clump of hair. After discussion with st [surgical tech], deemed entire table and all kits potentially compromised. Full breakdown initiated. Sequestered the foot pack sheet and clump of hair. Manufacturer response for or foot pack, (brand not provided) (per site reporter).